Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2022 due to skin issues (specific issue not reported).

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the implant body (specific date not reported).

Event description:
Per the clinic, the patient experienced skin breakdown at implant site and subsequently treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery to reposition the implant (specific date not reported).